Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. However, the evaluation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. -water supply channel: pseudomonas aeruginosa the device had been reprocessed with a non-olympus automated endoscope reprocessor, endoclens-s, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; the angulation had too much play. The angle of the bending section was insufficient. The adhesive of the bending section rubber had been chipped. The insertion tube had scratches. The light guide had been damaged and discolored. The water had been put to the electrical connector. The grip section was dirty. The universal cord had scratches. There was the scratch on the distal end cover. The white foreign material had been adhered on the distal end. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of analysis of the white foreign material, silicone was detected. Therefore it was considered that the origin of the white foreign material was the antifoaming agent. However the exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.